Manufacturer narrative:
Batch review performed on 17-04-2025: lot 2427168: (B)(4) items manufactured and released on 24-10-2024. Expiration date: 2029-10-09. No anomalies found related to the problem. To date, (B)(4) item of the same lot has been sold with no similar reported event during the period of review. Additional implant involved, batch review performed on 17-04-2025: gmk-spherika 02.12.ka03r femoral component spherika cemented s3r (k211004) lot 2428527: (B)(4) items manufactured and released on 13-12-2024. Expiration date: 2029-11-27. No anomalies found related to the problem. To date, (B)(4) item of the same lot has been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient underwent revision at about 1 week from primary after reporting pain due to dislocating her leg while still in the hospital from the primary surgery. The surgeon revised all components to hinge components. Severe ligament laxity was reported and posterior capsule was compromised. The surgery was completed successfully.